Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) display a monitoring voltage of 2.62 volts within 32 months of implant durations. The device was listed on the shortened replacement window advisory, originally communicated on april 5, 2007. Technical services (ts) discussed that monthly follow-ups are recommended until elective replacement indicator (eri) is declared. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.